Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when it was attempted to deploy the bands, the first three bands overlapped. When an attempt was made again, "the thread burst." When the device was removed and rotated the handle, "the thread burst." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy. Note: photos of the complaint device were provided by the customer and showed both the suture and the trip wire were fine; however, the trip wire was not secured into the handle slot. Based on the provided photos, the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block h2 (additional information): section a, block b5, block h6 (device code) have been updated based on the additional information received august 20, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when it was attempted to deploy the bands, the first three bands overlapped. When an attempt was made again, "the thread burst." When the device was removed and rotated the handle, "the thread burst." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy. Note: photos of the complaint device were provided by the customer and showed both the suture and the trip wire were fine; however, the trip wire was not secured into the handle slot. Based on the provided photos, the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." Additional information received on august 20, 2024: it was reported that there was no difficulty experienced upon setting up the device. Note: it was reported that the ligator shrink wrap was removed at the "beginning of setup"; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, when it was attempted to deploy the bands, the first three bands overlapped. When an attempt was made again, "the thread burst." When the device was removed and rotated the handle, "the thread burst." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy. Note: photos of the complaint device were provided by the customer and showed both the suture and the trip wire were fine; however, the trip wire was not secured into the handle slot. Based on the provided photos, the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), "secure trip wire in slot on handle unit." Additional information received on august 20, 2024: it was reported that there was no difficulty experienced upon setting up the device. Note: it was reported that the ligator shrink wrap was removed at the "beginning of setup"; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual and microscopic inspection noted that the ligator housing returned with four bands on it, and one band overlapped. The handle did not have evidence that the trip wire was secured, and it was not pulled up to take up rest of slack. Additionally, the ligator housing teeth were damaged, the suture returned with the seven knots which indicates that it was not broken. Per media analysis, the photo showed that the trip wire was not secured into the handle slot, and the bands would not deploy inside the patient. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of suture broken was not confirmed. Upon analysis, the returned ligator housing had four bands attached, one band overlapped, the ligator housing teeth were damaged, and the handle did not have evidence that the trip wire was secured, and it was not pulled up to take up rest of slack. However, the returned suture had seven knots which indicates that it was not broken. Per media analysis, the photo showed that the trip wire was not secured into the handle slot, and the bands would not deploy inside the patient. It was also reported that the ligator shrink wrap was removed at the beginning of setup. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, the ligator shrink wrap was removed at the beginning of setup, and the IFU states "removal of the ligator shrink wrap is done at the end of the setup." This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands, possibly due to this condition the band overlapped; therefore, the most probable root cause of this complaint is failure to follow instructions.